Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter had foreign matter located on the canula. Found before use. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: DHR review findings: the lot number was built on afa line 10, from august 27, 2017 thru september 1, 2017. Review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. In process samples for foreign/non-foreign were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. Qn / sap database review: no qn¿s were initiated during the production of the lot number related to this account. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis: received a 22ga insyte autoguard bc unit consisting of a fully retracted needle-barrel assembly, a catheter-adapter assembly and a needle cover along with an open package. Visual/microscopic examination: observed the catheter tip revealed several pieces of different foreign material/non-material: a brown transparent string of fiber, a red colored dot, clear material (dots and string) and traces of tipping lube. Since the unit was received out of its original package, it is uncertain whether the foreign matter observed on the catheter tip was introduced during manufacturing or prior to usage. Traces of lube (non-foreign) is part of the normal manufacturing process. Note: 5s cleaning is performed after each shift to minimize the potential for introducing foreign matter to the product. Potential nonconformance includes any violations of the gmps including (B)(4), which defines the bd gowning policy. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Other action taken: product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and/or process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.